Event description:
Customer reported that the insulin pump alarmed unexpected restart. Customer stated that it stops half way through its internal programming. Customer stated, she could not use the device. Customer had the battery out of the insulin pump for months and to stop it from beeping. Customer had been in the hospital because, she was very sick. Customer was not assisted with setting the time and date. Customer stated she was getting stressed and wanted the assistance of her doctor. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.